Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that 30 months after a initial successful scapholunate ligament repair for the scaphoid an lunate significant lysis was found around both suturetaks, especially around the lunate one. The surgeon reported in addition that an oedema in the capitate bone and signs of osteoarthritis in the midcarpal bones were identified which were not expected following a scapholunate ligament repair. The surgeon stated the assumption that the lysis around the suturetaks in the scaphoid and lunate has had a knock-on effect with the adjacent bones. It was further reported that the ligament repair itself looked well. Currently it is unknown if a revision surgery is necessary.